Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that the customer called to report an issue with a custom tracheostomy tube on a ventilator/tracheostomy dependent patient. It was observed by the mother that the pilot balloon reportedly fell off during use on a patient within 24 hours of placement. Sterile water was used to inflate the cuff, however, an emergency tracheostomy tube change was performed. The outcome of the event was resolved and no further adverse health outcomes were reported.

Manufacturer narrative:
One bivona® 4.5mm customized tracheostomy tube was returned for investigation. Visual inspection of the returned device revealed that the clear airway balloon was detached from the airway line at the adhesive joint. The device was inspected under 3x magnification at the failure joint; no signs of cuts, tears, or elongation were visible on the remaining airway line or the balloon. The airway balloon was then sliced horizontally and the inside of the airway balloon was inspected for signs of adhesive; an adhesive bead was found on the airway line, however, limited amounts of adhesive was present on the inside of the airway balloon junction. Investigation determined that the root cause of the airway balloon detachment was due to insufficient adhesive being applied inside of the pilot balloon during manufacturing.